Manufacturer narrative:
Device is a combination product. Promus element mr ous 3.50 x 20mm stent delivery system was returned for analysis. Visual and microscopic examination of the stent found distal stent damage, with stent struts lifted, bunched and pulled in a proximal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion.

Event description:
Reportable based on investigation completed on 26apr2019. It was reported that the stent balloon expandable could not cross lesion. The 95% stenosed target lesion in the moderately tortuous and calcified right coronary artery. During percutaneous coronary intervention procedure, a promus element mr ous 3.50 x 20mm stent balloon expandable was selected for use. However, the stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. Patient is stable. However, device analysis revealed distal stent damage.